Event description:
It was reported that there was a malfunctioning device. It was noted that the patient¿s device failed and there was concern about the leads fracturing. It was noted that the previous leads were discarded and new leads were attached to the device. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinic note from (B)(6) 2013 stated that the battery and wire were replaced on (B)(6) 2013. It was noted that the reporter did not have information on why the leads had to be replaced but the battery was expired. It was noted that the patient had recent anemia and bloody stools. It was unknown if this was related to the device. It was noted that the battery was expired and replaced. It was noted that the patient had a colonoscopy on (B)(6) 2013 and it indicated that the patient had medium internal hemorrhoids and biopsies were performed. It was noted that voltage was increased after replacement. Additional information received reported that the reporter had no record of a lead fracture. It was noted that the battery expiration was normal.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).